Event description:
It was reported that the patient experienced inadequate stimulation, pain relief, in the buttocks and posterior thigh area, also the patient had discomfort at the implantable pulse generator (ipg) site since january or february. Reprogramming was attempted, however it did not improve stimulation nor the discomfort. Imaging was performed and migration was ruled out. The physician confirmed that the previously implanted wide spaced leads were suboptimally placed and would replace them with tighter spaced leads and place them more posteriorly to improve stimulation coverage. Prior to the procedure the patient decided that she was not mentally well enough to undergo a revision and requested that the entire system be explanted. The patient is doing well post operatively. The device will not be returned for analysis as they were retained by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-4; upn: m365sc2352700; model: sc-2352-70; serial: (B)(6); batch: 7074024. Brand name: linear 3-4; upn: m365sc2352700; model: sc-2352-70; serial: (B)(6); batch: 7074093.